Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former, and one needle suture piece in two sections that pertain to the product code sxpp1b419 were received for analysis. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture pieces were examined, and the ends of the suture appear to be split. In addition, fraying suture was noted frayed in the end area. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: it was reported that the event date is july 02, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in august 2025.